Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 7130 implantable tachy lead - competitor: (B)(6) 2009.

Event description:
It was reported that the patient was brought to the emergency room for an unrelated problem. During the ER visit, interrogation of the device showed the patient received 6 inappropriate shocks to atrial fibrillation with rapid ventricular rate response on the same day the lead integrity alert triggered. It was also reported that there was oversensing. The device remains in use. No further patient complications have been reported as a result of this event.